Manufacturer narrative:
(B)(4). The complaint mr210 adult humidification chambers are en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the domes of four mr210 adult humidification chambers were cracked when the packaging was opened. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). Method: the four complaint mr210 adult humidification chambers were returned to fph in (B)(4) and were visually inspected for cracks. Results: visual inspected revealed that all four chambers were cracked at the top of the chamber dome, near one of the ports. Dents were also found on the base of one of the chambers. A lot check revealed no other complaints of this nature for lot number 130507. Conclusion: based on the results of our investigation, the cracking appears to have been caused by some form of impact to the chambers. This could have occurred either during transport to, or handling or storage, at the customer facility. Every mr210 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The damage would therefore have occurred after the chambers were released for distribution.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the domes of four mr210 adult humidification chambers were cracked when the packaging was opened. This was observed before use on a patient.